Manufacturer narrative:
Section h1: correction. The evaluation of the returned sealed outflow graft confirmed an issue that could have contributed to the report of loose connection between the purple lock nut and the outflow graft. The screw ring revealed no evidence of damage or defects to the screw threads, and no tool marks were observed on the exterior. The outflow ptfe washer was present and properly seated within the screw ring. Examination of the graft attachment revealed that the part of the o-ring was caught underneath the c-ring. The c-ring was seated in the correct c-ring groove upon the return of the device; however, the evaluation of the returned components could not confirm that the c-ring was located in the c-ring groove for the duration of pump preparation. Evaluation of the damaged o-ring suggests that the c-ring was improperly seated at one point; however, this could not be confirmed through the evaluation of the submitted photo or returned components. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft attachment. The location of the o-ring damage would have prevented a proper connection between the screw ring and the outflow graft hardware, resulting in the reported loose connection between the lock nut and the outflow graft. The graft attachment appeared otherwise unremarkable. Examination of the c-ring revealed that it was not bent or misshapen. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft attachment. The improper placement of the c-ring would have prevented a proper connection between the screw ring and the outflow graft hardware, resulting in the reported loose connection between the lock nut and the outflow graft. A corrective and preventative action (CAPA) was opened to investigate displaced or missing c-rings on the sealed outflow graft attachment. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Approximate age of device ¿ the day of implant. The outflow graft was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during pump preparation for implantation of the left ventricular assist device (lvad), after connecting the outflow graft to the pump and tightening the screw nut, it was still possible to rotate the outflow graft easily. After re-tightening the screw nut, a crack was noticed and the screw nut was getting loose. A backup kit was opened and a new outflow graft was used. Implantation continued uneventfully afterwards. No additional information was provided.